Event description:
The lay-user/reported contacted lifescan (lfs) on behalf of the lay-user/patient alleging the one touch ultramini is giving inaccurate high results. This complaint is being classified according the documentation of the customer care advocate (cca). The medical affairs specialist listened to the call to obtain more information. The medical affairs specialist also was able to contact the patient to obtain/clarify more information october 2, 2007. The patient takes 1 pill of glucotrol an 1 pill of actos when her postprandial blood glucose is above "140 mg/dl." The patient tests twice per day. The patient has been using the test strips in question since a month earlier. For three days in the same month, the patient started to obtain allegedly inaccurate high readings that ranged from "141 to 146 mg/dl" (postprandial readings according to the reporter) on the lfs meter compared to readings that ranged from 90-105 mg/dl on another meter. The patient started to take her diabetes medication of glucotrol and actos on these three days based on her alleged inaccurate high meter readings. The reporter stated that she has had a few low sugar episodes during the 3 days she started taking her diabetes medical based on the alleged inaccurate high reading. These low sugar episodes were accompanied by symptoms of "sweaty and lethargic." The patient administered self-treatment by eating hard candy and reported to have felt better soon after. During the troubleshooting, the patient verified that he was using the correct unit of measurement. However, the patient could not provide answers to questions regarding: location of the sample, testing technique, the readings on the meter, and the cleaning technique. The control solution test failed twice during the troubleshooting session. This complaint is being reported, because the patient allegedly obtained inaccurate high readings on her lfs meter, took her diabetes medication, and developed symptoms suggestive of hypoglycemia on more than one occasion. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.